Event description:
Account reported, oxacillin, clindamycin and erythromycin discrepancies on clinical and qc s. Aureus on panel set up with rapid pos broth 050905a-1. This issue has been associated with a MFR conducted recall for microscan rapid pos broth inoculum broth, lots 050905a-1, 051605a-1, 051605a-1, 051705a-1, 052305a-1 and 052805b-1 that took place in january 2005.